Event description:
It was reported that during implant procedure, parameters of patient's leads were not stable. It was also noted that the helix of both leads was not able to be retract. The leads were not implanted during procedure on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported event of stable parameters not observed was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix clogged with blood/tissue. No anomalies were found.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported event of stable parameters not observed was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix clogged with blood/tissue. No anomalies were found.